Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, failed battery test, no delivery alarms due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 525 mg/dl at the time of the incident. The customer stated that the battery failure, unexplained no delivery and insulin pump sometimes does not came straight powered on when battery change also found button error with buttons pressed harder for response. The customer was assisted with troubleshooting and declined for high blood glucose. The device will be returned for analysis.